Event description:
A report was received that the patients ipg was pushing against the skin which caused redness and pain. The patient underwent an ipg revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.